Event description:
The plaintiff was implanted with an ams monarc sling to treat her stress urinary incontinence. It was alleged that the plaintiff has undergone, "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was also alleged that the plaintiff has, "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.